Event description:
Per contact, the md went to remove the device manually and the internal dome separated from the tube. The md rescoped the patient and removed the dome through the esophagus. The device had been in the patient approximately six months.